Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sometimes they can hear pump alarm. Customer's blood glucose value was unknown at the time of the incident. Customer stated that they can't find any alarm in history. The device will not be returned for analysis.